Event description:
The customer reported to olympus that this single use biliary drainage stent was previously placed during bile duct drainage, but when a stone was taken later, it was noticed that the stent strayed into the common bile duct. The strayed stent was recovered with forceps. The intended procedure was completed. The procedure was extended for ten minutes. The physician did not use an insertion tube with stents made by other companies that was used in the past, and have also not used this time. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. H3 other text : the device was discarded.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the stent strayed into the bile duct due to the patient's internal environment, including chemical effects from digestive fluids and mechanical effects from peristalsis during implantation. However, since the device was not returned for evaluation, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the stent can deteriorate during storage. Before use, inspect the entire length of the stent as instructed in this chapter, and confirm it is not cracked or broken. If any irregularities are present, do not use the stent. Otherwise, it could cause patient injury, such as perforation, bleeding, mucous membrane damage. Damage to the instrument or reduced performance may occur.¿ ¿after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. After implanting the stent, periodically evaluate both the patient and the stent to confirm that there are no irregularities, otherwise the stent may become clogged or damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, migrating, or falling off from the papilla.¿ ¿the frequency rate for the stent dislocation is reported at 3.3% to 13.3%. Immediately remove the stent if dislocation is detected.¿ ¿do not leave the instrument in the patient for a long time. Otherwise, the stent will be damaged.¿ ¿insert the instrument into the endoscope while the flap at the proximal end of the stent is retracted inside the protection sleeve. Otherwise, the stent could get stuck at the biopsy valve or inside endoscope¿s instrument channel and damage the stent and/or the endoscope.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.